Event description:
The caller reported that the t: slim x2 pump battery would not charge, indicating a power source alert in the pump history as alert 07. There was no adverse impact to the customer's blood glucose level. Following instructions from technical support to leave the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging, and no further assistance was required.